Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 94. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the customer reported condition was confirmed during device evaluation. The device was not repaired due to the lack of available parts, therefore, the cause of the failure was not identified. Should additional relevant information, a follow-up MDR will be submitted.